Manufacturer narrative:
H.6 investigation: no samples were returned therefore the investigation was performed based on the photos provided. The customer provided four photos of a 31gx6mm, 0.3ml bd insulin syringe. Customer reported it does not have the dose marking. The provided photos were reviewed, and it was observed that the syringe depicted in the photos was missing scale markings. A review of the device history record was completed for batch# 9098627. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200818591] noted that did not pertain to the complaint. There was one (1) notification [200818447] noted for ink rings. There were two (2) notifications [200818692, 200818801] noted for scratched print. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause brass roller not getting enough ink coverage.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was missing the (ml) dose marking before use. The following information was provided by the initial reporter, translated from spanish to english: "it does not have the dose marking (ml)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was missing the (ml) dose marking before use. The following information was provided by the initial reporter, translated from spanish to english: "it does not have the dose marking (ml)."